Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure, the pencil stayed on when not in use. It was also reported that there was a burn on patients left breast, no blistering, just discoloration from the burn, no further intervention needed, no permanent damage, no infection. It was further reported that there was a no surgical delay and the procedure was completed successfully.

Event description:
It was reported that during a procedure, the pencil stayed on when not in use. It was also reported that there was a burn on patients left breast, no blistering, just discoloration from the burn, no further intervention needed, no permanent damage, no infection. It was further reported that there was a no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned

Event description:
It was reported that during a procedure, the pencil stayed on when not in use. It was also reported that there was a burn on patients left breast, no blistering, just discoloration from the burn, no further intervention needed, no permanent damage, no infection. It was further reported that there was a no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
D9/h3: the device was subsequently returned and evaluated. H6: the quality investigation is complete.